Event description:
Deflation resulting in explantation.

Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Debris/tissue was observed in the valve channel, which likely disrupted the seal, causing a leak and deflation.update/correction to sections b3, b4, d9, g6, h2, h3, h6, and h10.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
The following updates were made to the report: date of this report, contact office - name/address/phone number, type of report, if follow-up, what type, unchecked evaluation summary attached, event problem and evaluation codes, and additional narratives/data. Evaluation summary was removed as an attachment. The evaluation summary is as follows: no manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Debris/tissue was observed in the valve channel, which likely disrupted the seal, causing a leak and deflation.

Event description:
Deflation resulting in explantation.